Manufacturer narrative:
(B)(4). Date sent: 5/13/2020. Investigation summary : the device was returned with the blade scratched and cracked. In addition, the blade tip was still firmly attached and not broken off as reported. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of an alert screen is blade damage. The device will stop activating and displays an alert screen, when the blade becomes damaged. Due to the condition of the device, we were unable to investigate further the tissue effect issues reported. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external cause contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and can result in not passing the pre-run test followed by an alert screen, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic oophorectomy, the device became not to coagulate the target tissue about 30 minutes after the operation started. When the device was removed from the hp with the torque wrench, the tip of the blade was broken off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.